Event description:
A peritoneal dialysis (pd) patient experienced an unspecified ¿peritoneal dialysis infection¿ manifested by cloudy effluent. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified medication (intraperitoneal) for the infection. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.